Manufacturer narrative:
This report originally filed as 1644019-2016-01434. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported cutting failure of the vitreous probe during an eye surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without consequences to the patient. A product sample has been requested for evaluation.